Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump received with pump error 38 alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump¿s history and trace files downloaded successfully using thus software. Constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 alarms confirmed in the pump history files on (B)(6) 2021 at 6:54am, 10:58am, 11:00amm 11:04am, 11:06am, 11:20am, 4:29pm, 4:38pm, 4:52pm, 4:58pm, and 4:59pm. Unit tested outside the pump and received pump error 38 at rewind. In summary, customer allegation for pump receiving with pump error 38 alarms was confirmed after constant pump error 38 alarms noted during rewind due to corroded motor home switch. In addition pump error 38 alarms confirmed in the pump history files on (B)(6) 2021. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and had also received request to rewind the insulin pump but were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.